Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut. Each envelope seal was intact. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, when using a bbraun large dubble clip instrument, rifts in the top membrane. When smaller instrument later are introduced there is leakage and loss of pneumoperituneum. Pieces of the membrane has also ended up in the abdominal cavity when they have introduced this large doubble clip instrument into the port. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no reinforcement material used. The pieces were retrieved from the patient's cavity.